Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 04/15/2009, 04/21/2009, 04/27/2009, 04/29/2009, and 05/04/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 05/11/2009.